Manufacturer narrative:
After its receipt, the pacemaker underwent a status interrogation, and the memory content was analyzed. The memory contained documented impedance values of the atrial lead of more than 2500 ohm in bipolar and unipolar configuration since (B)(6) 2017, about two hours after the implantation. The pacemaker was then visually inspected, and the connection system was examined. The screws and the spring elements of the lead connections were without defects. Leads inserted in a test could be contacted with easy passage, low-ohm values, and reliably. The cavity dimensions were all within the dimensions specified in the standard. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function showed no anomalies during the test. The device did not show any limitations of its capability to provide therapy. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, the analysis showed values of the atrial impedance of more than 2500 ohm. However, the device was free of defects during the analysis and within specifications both in regard to the connection system and the electronics. Based on the available information, the cause of the clinical observation could not be clearly determined. There was no material defect or manufacturing error.

Event description:
Ous MDR - it was reported that loss of atrial sensing was noted. A header problem was suspected. The device was explanted and replaced. An implant date was not provided.